Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and followed technical support's instructions to load a new cartridge into the pump and deliver a bolus, which completed successfully. Technical support arranged a one-time replacement of the pump and the customer continued to use the pump for insulin therapy.